Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed only a blue circle while on a charging pad showing a steady green light, did not progress past this state despite outlet changes, and the device became hot to the touch; the user¿s glucose remained stable, backup therapy was available, and the device was not synced, with the issue characterized as a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related component failure and premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.